Event description:
A caller reported that their pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt troubleshooting steps, but the pump screen remained unresponsive with a red led blinking and the pump vibrating every three minutes. Consequently, technical support decided to replace the pump. The customer was informed about the replacement pump being sent with updated software, and training would be available in their tandem source account. Instructions for returning the problematic pump and preparing it for shipment were provided, and the customer acknowledged and understood all guidance given. The customer reverted to an alternate method of insulin therapy.